Event description:
When turning the inner plug, the sutures would not release. The anchor was unable to be retrieved and remains in the pt. The release was not the issue. It was the inner plug would not tension down the sutures.

Manufacturer narrative:
Device has not been returned for eval. (B) (4)